Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4). Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure. What is physician¿s opinion as to the etiology of or contributing factors to this event? Does the surgeon believe events are related to a deficiency of the mesh? If yes, please explain why. The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? What is the patient's current status? (B)(4).

Event description:
It was reported that the patient underwent a procedure for sui in 2011 and the mesh was implanted. Since then, the patient was still experiencing stress urinary incontinence, but also bothersome urgency and urge associated incontinence. The patient reported daytime urinary frequency every 1-2 hours, nocturia x3-4, no hesitancy and some symptoms of incomplete emptying. The patient needs to positional void to empty. Stream was normal and some dribbling. The patient was wearing pads. It was also reported that previously, the patient has tried: nothing aside from the mesh. There were no hematuria and urinary tract infections. On exam, the patient had pain over the arms of her sling, but also had pain at cuff, over bladder, and was exquisitely tender over levators bilaterally and her levators were spastic. The patient underwent a mesh removal in 2018 along with anterior repair and cystourethroscopy. Procedural findings of cystourethroscopy were no pelvic masses on eua. The patient also recently had normal pelvic ultrasound and no vaginal mesh erosion found. The mesh was quite deep and proximal near the bladder neck. The vaginal portion was removed on either side to the level of the pubic rami, about 4cm total length. On cystoscopy at the end of the procedure, there was no bladder or urethral injury, no mesh in the bladder, and the patient had strong bilateral ureteral reflux. Additional information has been requested.